Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who advised the biomed to look at the audit log for (B)(6) going back 5 days. The biomed said she saw the desat limit at 80 and not changed to anything below that. The rse explained the desat alarm delay. The biomed advised that she would check the setting on the beside monitor and inform the staff of the delay times for spo2 low and desat. The biomed reported that this seems to be the likely explanation of this reported issue. The biomed had no further issues or questions. The product malfunction was unable to be confirmed, because the customer requested to close case.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the spo2 value was below 80 and did not alarm as expected. The biomedical engineer (biomed) was looking to see if someone had changed the spo2 desaturation (desat) limit for the patient in room hc305 cardiac ICU on or before february 8th. The device was in use on a patient at the time of the event. There was no adverse event reported.